Event description:
It was discovered at device evaluation that the flex deflectable videoscope cover lens glue was cracked. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, a root cause could not be identified. The most probable cause of the identified failure is component stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.